Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-05991. It was reported the patient's lead had migrated. It was reported the patient lost weight, causing the ipg to be move in the pocket. The patient experienced pain due to the issue. Auch, surgical intervention occurred where the lead and ipg were explanted and replaced to address the issue.